Event description:
It was reported via repair work order that the base tube is broken at the back left caster horn junction which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.